Event description:
The pt was being transferred when the welding holding the lift bar to the boom allegedly gave out. No injury is alleged.

Manufacturer narrative:
Manufacturer reviewed device history of device and only one other weld break in over 4,000 made to date. Problem not systemic. However, manufacturer is currently working with supplier of welded part in attempt to determine cause of weld break.